Event description:
It was reported that during the original surgery on an unknown date a patient was treated for a proximal tibia fracture where a 4.5mm lcp proximal tibia plate 10 holes/190mm-right was implanted. It was reported that on an unknown date a non-union occurred. A revision surgery was performed on (B)(6) 2014, all devices where removed and won't be returned. The surgeon replaced all devices with non-synthes devices. The procedure was completed successfully with no harm to patient and no reported delay in surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: patient case number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.